Event description:
When the instrument was used during a laparosocopic splenectomy procedure, it would not fire on the splenic artery. A new reload was placed in the instrument and it still would not fire. A new instrument was pulled and it fired without incident. There was no pt consequence.